Event description:
The customer reported to baxter healthcare an unknown quantity of one-link non-dehp microbore catheter extension set in which, "the IV abruptly separated at the connection between the extension and the hub when the IV rate was 999 ml/hr." Per the report, the product was being used in the obstetric ward. There was patient involvement, however, there is no report of patient injury.

Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause cannot be determined. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The customer reported to baxter corporate product surveillance that an unknown female patient had been receiving IV administration via a sigma spectrum pump with a varying rate of unspecified 5% dextrose and lactated ringers and a secondary infusion of pitocin (at a rate of < 90ml/hr) to induce labor for an unknown period of time "maybe 12 hours." The maximum combined rate was the infusion not more than 125ml/hr. After the birth, the rn observed that the patient was bleeding more heavily than the rn would like, but not enough that she would describe it as hemorrhaging. The rn increased the rate of the infusion, which was then pitocin only, to 999ml/hr in an attempt to reduce the rate of bleeding during which the one-link non-dehp microbore catheter extension set disconnected from the luer of the jelco #20 catheter. The rn disconnected the extension set and connected the primary clearlink continu-flo solution set directly to the hub of the catheter and continued the infusion without further event. Per the report, there was patient involvement; however, no injury is reported. No further information is available.